Manufacturer narrative:
The device referenced in this complaint has been returned to olympus for evaluation. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the returned device: olympus received one single use aspiration needle na-u403sx-4019, lot# confirmed based on return material authorization (RMA) paperwork. The device came without its original packaging. Olympus performed an initial visual inspection of the device as received condition found the stylet and stopper missing, possibly removed by user to extend the penetration depth of the needle. There is biomaterial inside the working length consistent with use. The needle at the distal portion appeared to be broken off, leaving jagged edge on the needle tube as signs of stress, and the broken piece of needle was missing, not returned. Also, the needle wire was sharply bent, broke off that the handle boot, and sticking out of the tube sheath when the handle slider was pushed down. However, the handle appeared to be functional, and the hypotube is present. Based on investigation findings, the needle broke off could be the result of excessive force. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an unspecified procedure using a single use aspiration needle, the needle broke off in the patient. No further information was reported. Additional details regarding the patient and reported event have been requested. No additional information has been provided at this time.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3003790304 - 2022 - 00321 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.